Event description:
A rectal temp probe had been placed for patient from the or. The nurse (rn) checked it, pushed it in further, was reading 34-36c. Through the night, the patient had increasing arrhythmia. Temp checks on the rectal probe continued to read afebrile despite good positioning. Rn replaced probe and temp read 38.2c. Esophageal probe placed and read 40.2c. An undetected fever contributed to a bad arrhythmia that could have caused hemodynamic instability in a tenuous cardiac post op patient. Original temp probe was faulty.